Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a minor stroke. During post procedure for a pulsed field ablation (pfa) procedure to treat atrial fibrillation a farawave ablation catheter and a sheath were selected for use. The procedure was completed with no issues during the procedure itself. Physician indicated patient had an acute lacunar infarct in left parietal periventricular white matter sometime after the procedure, interpretated as a minor stroke. Attributed to the microbubbles from pulse field ablation or the sheath, not confirmed which device. No air was directly observed, nonetheless, there were microbubbles during pfa application in some areas (unknown which areas). No medical interventions needed and patient was not admitted to hospital beyond standard care. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed.